Event description:
Complainant alleged that during set-up of the device prior to being used on a patient the device inappropriately switched to defib mode and charged energy on it's own. Complainant indicated that there were no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.